Event description:
A nurse reported that a fasttake meter was giving erratic readings. Consecutive test results done 5 minutes apart were 229, 112, and 78mg/dl with a difference of 64%. Tests were done from the same finger stick. No serious injury has been reported in association with the alledged meter malfunction. No further information reported.